Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that yesterday or the day before they were bent over or maybe standing upright and they got a really bad, really quick shock sensation that was just about or below the height of the stimulator. Caller stated that they have never experienced something like that before and it was a nasty little shock. Caller noted that the first time it happened it was really pronounced and the sensation hung along for a while but then went away. Caller noted it kind of popped up again the other day and just thought about it again this morning. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97715 (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.